Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our israeli affiliates, during implant of a 29mm sapien 3 ultra valve in aortic position by transfemoral approach, it was difficult to align the valve in the descending aorta, but after the alignment, the valve was properly aligned between markers. There was not excessive tension felt in the system during the alignment, and it was done in a non-calcified and straight aorta. Then, during the deployment of the valve, it was this time off the markers and during deployment, it slipped since only the inflow part was partially expanded due to the misaligned position before deployment. It was suspected that the valve moved on the balloon, off the markers, after retraction of the pusher prior to deployment, as this was observed by the field clinical specialist who was present during the procedure. The valve was then implanted in the descending aorta. A new system and valve were prepared and successfully implanted. The patient was noted to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: valve not between alignment markers prior to deployment. Valve expanded asymmetrically and moved off the balloon during deployment. In this case, the complaint for moves on balloon working length during positioning was confirmed based on the imagery provided. Available information suggests patient factors (irregular patient anatomy) and procedural factors (valve alignment in a non-straight section) likely contributed to the event as reported information indicated that valve alignment not done in a straight portion of the anatomy and patient anatomy irregularities causing the delivery system balloon to kink. It was also reported that the valve was aligned correctly and the valve moved after pusher retraction. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Tension in the system can also be introduced through manipulation during tracking or alignment such as torquing the handle or force during alignment. Torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. The release of built-up tension within the delivery system during the procedure may have resulted in the reported valve movement on balloon during flex tip retraction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.